Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. It was stated that the insulin pump did not alarm low reservoir when it should have. Reviewed the alarm history and found two low reservoirs happened recently and a no delivery alarm occurred on (B)(6). The mother stated that she does not recall having the no delivery alarm. It was stated that the infusion set was changed multiple times to resolve the issue, but the insulin was not delivering. The customer's recent glucose reading was 322mg/dl. The caller feels uncomfortable and requested a replacement of the insulin pump. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.